Manufacturer narrative:
A partial lead measuring 48.0cm was returned in three segments for analysis. External insulation abrasion, measuring 1.6cm was noted next to the cut end of one of the lead segments. The etfe coating was intact at this location.

Event description:
It was reported that externalized conductors were observed. The lead was explanted. Patient condition is fine.